Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch:(B)(6). Software version: n030004. Hours of operation: 19080 hours. Investigation results: history inspection: the device history files were read out and analyzed. The history files of (B)(6) 2023 (specified date of the incident, given from the customer) were investigated. At (B)(6) 2023 16:18 pm a space line was inserted. The vtbi was set to 308 ml, the time to 04:00 hh:mm and the rate to 77 ml/h. One minute later the infusion was started. The infusion was stopped several times between 16:25 pm to 16:26 pm by upstream alarms (reason for these alarms could not be clarified) at 16:26 pm the customer took out the line and inserted a space line again one minute later. The infusion was started at 16:27 pm. The infusion was stopped at 19:35 pm by pressing the start/stop button on the keyboard. Up to that time the device has delivered a volume of 240,67 ml (calculated with the act. Volume infused). So, the infusion was stopped by the costumer. Up to the stop of the infusion the device delivered the correct volume. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (60-01-017) on the lower housing were intact and undamaged. Some liquid residues between the operating unit and the front frame could be detected. Furthermore, the p2 connector shows an oxidized contact. In addition, the device is in a clean state and no visible damage is to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device was tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,42%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside, the device was disassembled complete. Some liquid residues could be detected, but no parts were damaged by the liquid. Assessment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within specification. A flowrate deviation could not be reproduced. Inside the history files it could be detected that the infusion was stopped earlier by the costumer by pressing the start/stop button. Up to the stop of the infusion the device delivered the correct volume. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "under infusion - blood remaing at end". According to the customer: pump was set to run at 77mls/hr for 4 hours. On doing observations towards the end of the time allowed i.e. 4 hours for a blood transfusion, nurse noted only 150ml had gone in. Pump was changed, however with the time running out only a further 8 ml was transfused giving the patient a total of 158ml from an approx. 300ml bag.